Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cassette sensor error. The event occurred during testing and no patient involvement was reported.

Manufacturer narrative:
D9 - date returned to mfg: 5-jun-2025. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was confirmed as the downstream occlusion (dso) seal was found to be defective. The seal was replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria.